Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly and determined that one of the electrical lead wires was damaged by a device case screw. This likely occurred during the reinstallation of the device case during a recent device repair. The screw severed the red lead wire which is part of the therapy connector assembly.

Event description:
The customer reported that during a patient event, their device would only display a "connect electrodes" message and would not detect the patient when the defibrillation electrodes were conncted to the patient. The customer did not provide any additional details regarding the patient event. There have been no additional details provided on the outcome of the patient or whether or not they suffered any adverse effects during the event.